Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed on (B)(4) 2019 with the following findings: data from the date of the complaint was not available in the black box due to continued use of the device after the alleged issue. On investigation, the pump powered on normally and was exercised for 24 hours without any errors, warnings or errors occurring. Power loss/interruption was not duplicated during investigation. The electrical currents were found to be within specifications. There was no evidence of moisture in the pump. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; warm battery compartment there is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.